Event description:
It was reported that before implant, the cardiologist tested the helix with the lead held in straight position. During the first attempt the helix didn't come out smoothly (jumped). The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4)- the full lead was returned, analyzed, and analysis revealed no anomalies found.